Manufacturer narrative:
Correction: in review, of medwatch 2648035-2018-00779, it was determined the initial report was not an adverse event or product problem, however, was inadvertently sent. It was determined that the lens was removed/replaced within the initial procedure and there was no patient injury or complication reported. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2018-00779 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 11.5 diopter lens was explanted from the patient's operative eye. No additional information was provided.